Manufacturer narrative:
Per the sales rep (sr), the customer figured out the issue with the pressure transducers. The sr asked the customer to f/u with him and advise of what the outcome was.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, when the pressure transducer was plugged in the central control monitor (ccm) screen locked up. The cursor would jump around and they were unable to select any icons. The device was not changed out, as once they disconnected the transducer, the ccm worked. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.